Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 171, 891 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4) thermal problem. Fiber analysis: the fiber was found to be detached; the fiber cap was not returned by the customer. The fiber tip at the beveled edge was found to be chipped and showed signs of use. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a froward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.